Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00033.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra coil 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 through the px slim, the physician experienced resistance and subsequently, the pc400 became stuck. The physician then decided to retract the pc400. However, during retraction, the physician noticed that the pc400 had unintentionally detached inside the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using other coils and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 revealed that the embolization coil sr wire was fractured. This type of damage typically occurs due to forceful retraction the device against resistance. The px slim used in the procedure was returned for evaluation and no damage was observed on the px slim. Therefore, the root cause of the resistance experienced during the procedure was unable to be determined. The offset coil winds on the embolization coil were likely incidental to the complaint. Evaluation of the returned px slim revealed an undamaged and functional device. During functional testing, a demonstration pc400 was able to advance through the returned px slim without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2021-00033.